Manufacturer narrative:
Citation: hof et al. Feasibility and outcome of third-generation transcatheter aortic valve implantation in patients with extra-large aortic annulus. Clin res cardiol. 2024 jan;113(1):107-115. Doi: 10.1007/s00392-023-02278-1. Epub 2023 jul 31. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding third-generation transcatheter aortic valve implantation in patients with extra-large aortic annulus. The study population included 144 patients who were predominantly male with a mean age of 78 years old. Multiple manufacturers¿ devices were implanted in the study population; 32 patients were implanted with a medtronic evolut r bioprosthetic transcatheter valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: transvalvular pressure gradient >20 mmhg, moderate paravalvular leak, severe aortic regurgitation, arrhythmia requiring permanent pacemaker implant, major bleeding or vascular complication, stroke, and acute kidney injury. No further information was provided pertaining to medtronic products.